Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a check for empty tubing reservoir message. Troubleshooting was performed and the pump continued to alarm. The continuous infusion rate was 3 ml/hr, with a total reservoir volume of 140 ml, and 45.8 ml was given. There was patient involvement, no patient injury was reported.